Event description:
Event description guidant received information that the 4518-304953 lead was taken out of service due a dislodgement that resulted in diaphragmatic muscle stimulation. The model 6744-304144 lead adapter was removed from service due to elevated impedance measurements.